Event description:
Rn inserted angiocath without difficulty to start an IV in an ER pt. When the retractor button was pushed, the needle would not retract. Rn had to be removed and another site chosen; IV was started and new angiocath retracted without difficulty.